Event description:
Reported as "band slippage and subsequent abdominal pain."

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report. Band slippage and pain are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Inamed has not rec'd the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."